Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to remove the appendix during a laparoscopic appendectomy, the nurse loads the instrument with loading unit, after the nurse close the device once, and then tried to open it again, but the device could no longer be opened. It was also reported that the device was difficult to unload. The same event occurred on two units of the reload. Another device was used to complete the case. There was no patient injury.